Event description:
It was reported that the device external hard paddles charge and discharge functions were inoperative. The reporter confirmed that other paddles operated normally with the device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the requested hard paddles part number info. Follow up with the biomed confirmed that the customer purchased replacement paddles and returned the device back to service after observing proper operation through functional and performance testing. The failed hard paddle assembly was removed from service and subsequently disposed. Therefore, it would not be returned to physio-control for eval/further investigation.